Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer is over correcting. Customer requested assistance with programming the insulin pump. The blood glucose reading is 253 mg/dl. Treated with insulin pump. Customer has also been experiencing lows from 32 to 47 mg/dl. Customer is trying to control the blood glucose readings; blood glucose readings will increase. Customer has been exercising. Customer stated that she had a heart attack in the past. Nothing further reported.